Event description:
The customer reports the brake in the c-arm is not functioning on the x-ray device.

Manufacturer narrative:
Method, results and conclusions - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.